Event description:
It was reported that during a prostatectomy procedure, one of the rings on the device was noticed to be missing. An x-ray was taken to determine if the ring was left inside the pt. The ring was later found on the floor. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Missing support arm pin. Eval summary: the analysis results of the pouch found that it was received with the support arm pin missing; causing the disassembling of the support arms from the push pull rod. Additionally, the distal plug was partially assembled from the tube. It could not be determined what may have caused the finding. See attached pictures. Complaint was escalated to the applicable franchise CAPA council for review, further investigation determination, and decision on add'l action required. Refer to the applicable franchise CAPA council meeting minutes for add'l info. The batch record was reviewed, and no anomalies were noted during the mfg process.